Event description:
Customer reported, he did an infusion set change and the device kept prompting to rewind. Customer's blood glucose was 104 mg/dl. Customer was unable to exit preparing to prime loop. During troubleshooting, the device alarmed button error. Customer stated the alarm occurred while filling tubing. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomalies were noted. Insulin pump received with all buttons responding properly. No button error alarms were noted. However, insulin pump had moisture damage on keypad traces and minor scratches on window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.